Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. The customer was also reported that battery compartment was neither damaged nor corroded, battery cap was neither missing nor damaged, and the spring was neither damaged nor corroded. The customer was reported that the insulin pump display did not return after restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation device gave an unexpected flashing white / blank display followed by an unexpected intermittent beep alarm due to a vertical cracked lcd controller. Unable to perform displacement, sleep current measurement, active current measurement, and self tests due to the display anomaly.